Event description:
Customer alleged this optistar elite injector had 3 instances where the piston moved without being commanded. In all instances, this occurred during a waiting period when the injector was not enabled. On one occasion the piston on b side fully retracted, and at least in one occasion the piston on b side fully expelled, emptying a saline syringe contents on the floor. The first occurrence was noted in december, no other dates were known. No patient harm reported. The injector was not connected to patient when incident occurred. No additional details were provided on multiple attempts to contact the customer.

Manufacturer narrative:
Customer reported that on three occasions this unit had an uncommanded movement where ram movement occurred without operator initiating the action. The customer did not respond to repeated attempts from service and from product monitoring for additional information, and to date, no service has been requested by the customer on this unit. No service requested; no info provided.